Event description:
It was reported that a patient had their system removed due to an infection. The date was unknown as well as the patient's current status. Further information has been request, and if received, a supplemental report will be sent.

Event description:
Additional information received reported the infection was present at the implantable neurostimulator (ins) site. The ins was explanted on (B)(6) 2011. It was stated the patient had an infectious disease consultation and then was scheduled for a new ins to be implanted. The patient had a new ins implanted on (B)(6) 2012. No hospitalization was reported and the patient recovered without sequela. No further information was reported.

Manufacturer narrative:
Product ID 3093-33, lot# v742230, implanted: 2011-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).